Event description:
Consumer contacted conair corporation on behalf of his wife (B)(6). Husband claims that his wife fell a sleep while using the heating pad and his wife sustained a burn. According to the consumer, his wife sustained third degree burns on her hip that required her to go to the burn center.